Event description:
It was reported that se bld 15dp 180mf 1vs dehp free leaked and there was blood exposure. The following information was provided by the initial reporter: recently we have been made aware of a few incidents involving blood transfusion giving sets. These have been found to be leaking at the syringe port. Exposure to blood/bodily fluid - blood transfusion.

Manufacturer narrative:
H.6. Investigation: one 11499817-09 sample was received for investigation with residual blood present within the line; no packaging was received with the sample, however the customer indicates the affected lot number to be 18045590. Additionally a b braun 250ml nacl IV bottle was received connected to the spike component of the the 11499817-09 sample to assist investigation. The sample was subjected to pressure testing; no leakage was identified during testing. A closer inspection of the lower injection port identified residual blood near the edge of the tubing joint. A measurement of the external diameter of each tubing connected to the injection port was performed using an optical microscope; the external diameter of each tubing was found to be within the specification. Although leakage could not be replicated during testing of the returned sample, it is possible that the observed blood leakage was caused by an inconsistent amount of solvent having been applied to the joint during the assembly process. This is a manual process and is likely to have occurred due to human error. A review of the production records for lot 18045590 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code: 1250, 1354. FDA patient problem code: 2199.

Event description:
It was reported that se bld 15dp 180mf 1vs dehp free leaked and there was blood exposure. The following information was provided by the initial reporter: recently we have been made aware of a few incidents involving blood transfusion giving sets. These have been found to be leaking at the syringe port. Exposure to blood/bodily fluid - blood transfusion.